Manufacturer narrative:
The reported meter was returned and investigated with retained test strips and a new issue was observed. The meter was visually inspected and no issues were observed. Meter did not power on with button depression or with strip insertion. A blank screen was observed. Further investigation was performed. The meter was de-cased and upon visual inspection, liquid contamination and corrosion was observed on the pcb ( printed circuit board). The complaint is not confirmed to use.this also serves as a correction report. (Model number) was inadvertently omitted from the initial MDR 30 day report. Model number has been updated.

Event description:
Customer initially called on (B)(6) 2018 to report her adc blood glucose meter¿s battery was corroded, but at the time she denied there was any third-party medical intervention. Customer called again on (B)(6) 2018 and reported that due to the meter¿s battery issue she could not test but she self-administered her ¿usual insulin and ate a regular amount of food¿ but at approximately 9:00 pm she began to experience ¿sweating and lightheadedness¿ so she pressed her ¿emergency bracelet¿ to call the paramedics. Upon arrival, the paramedics performed a blood glucose test (unknown result), initiated an intravenous infusion of glucose and transported her to a hospital. At the hospital, the glucose infusion was continued and she was given orange juice to drink. Approximately 7 hours later, a glucose result of 123 mg/dl was received and she was discharged to home. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially called on (B)(6) 2018 to report her adc blood glucose meter¿s battery was corroded, but at the time she denied there was any third-party medical intervention. Customer called again on (B)(6) 2018 and reported that due to the meter¿s battery issue she could not test but she self-administered her ¿usual insulin and ate a regular amount of food¿ but at approximately 9:00 pm she began to experience ¿sweating and lightheadedness¿ so she pressed her ¿emergency bracelet¿ to call the paramedics. Upon arrival, the paramedics performed a blood glucose test (unknown result), initiated an intravenous infusion of glucose and transported her to a hospital. At the hospital, the glucose infusion was continued and she was given orange juice to drink. Approximately 7 hours later, a glucose result of 123 mg/dl was received and she was discharged to home. There was no report of death or permanent injury associated with this event.